Event description:
It was reported by a physician that a patient had been relocated to palliative care, outside of the hospital, and the physician requested information regarding the return of the generator. It was reported that the patient had passed away. The patient's neurologist indicated that the patient passed away from non-epilepsy causes and felt the vns was not directly related. The neurologist reported that the presence of the patient's vns caused questions of further procedural interventions. The device history records indicated that the generator passed all specifications and quality tests prior to distribution. The explanted generator has not been received by the manufacturer for product analysis to date. Multiple attempts were made to the patient's physicians; however, no further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The device output current was monitored for more than 24-hours while the generator was placed in a simulated body temperature environment. Results showed no variation in the generator's output signal and demonstrated that the device provided the expected level of output current during the entire monitoring period. Diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications in product analysis and concluded proper functionality of the generator. There were no abnormal performance or any other type of adverse conditions found. Incoming communication from the patient's neurologist provided context of the patient's passing. It was reported that the patient developed rectal bleeding in 2018 and abdominal pain which led to a colonoscopy and a diagnosis of rectal adenocarcinoma on (B)(6) 2018. The patient underwent subsequent chemotherapy and radiotherapy and had surgery which included radiofrequency diathermy. Their surgery was complicated by anatomic leak and infection in the patient's pelvis, not related to vns. The patient spent a long period in the hospital with serial complications. The patient was not deemed a good operative candidate for resection and microwave diathermy was suggested. The physician then learned that diathermy is a contraindication of the vns generator. The diathermy procedure was canceled and the patient went under palliative care and passed away due to the progressive pelvic sepsis. The patient also reportedly had a cardiac pacemaker implanted. No further relevant information has been received to date.